Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing. Loss of contact was believed to be the probable cause of low amplitude r waves. No further information was available.

Event description:
New information states that the device was unable to interrogate. No intervention was performed.

Event description:
New information states that additional episodes of undersensing was noted. Programming changes were discussed.

Manufacturer narrative:
Correction: date of birth in the previous report was incorrect. The correct date of birth is (B)(6) 1970.

Event description:
New information states that the patient was seen in clinic on (B)(6) 2019. Programming changes were made.